Event description:
It was reported that during an unspecified procedure a stent was noted to not be fully 'krimped on the balloon. During the unpacking of the express biliary sd monorail premounted stent system it was noted that the stent was not fully 'krimped' on the balloon. It was further reported that the stent had a rough feeling when touched. The physician stated that as the stent system was being advanced it could be seen that the stent was partially raised off the catheter. The procedure was completed with another express biliary sd monorail premounted stent system. No patient complications or injuries were reported. The patient status is listed as unknown.

Manufacturer narrative:
Device evaluated by manufacturer: the express sd device and stent were returned for product analysis. Visual, tactile and microscopic examinations of the sds device and the stent were conducted along the entire length of the device. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent implant identified damage on the distal end of the stent; the first distal row of struts were flared/stretched. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a stent was noted to not be fully 'krimped on the balloon'. During the unpacking of the express biliary sd monorail premounted stent system, it was noted that the stent was not fully 'krimped' on the balloon. It was further reported that the stent had a rough feeling when touched. The physician stated that as the stent system was being advanced, it could be seen that the stent was partially raised off the catheter. The procedure was completed with another express biliary sd monorail premounted stent system. No pt complications or injuries were reported. The pt's status is listed as unk.